Manufacturer narrative:
An event of the device lobe into the ostium of the left atrial appendage was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 22mm amplatzer amulet left atrial appendage occluder was chosen for procedure. On (B)(6) 2021, the device was placed successfully. After placement the user performed a "tug test" and the device was stable. During a follow-up visit three months post implant during a scheduled follow up in the clinic, the patient underwent echocardiogram imaging which revealed the device had moved proximally. The device lobe had moved from its intended position and was positioned in the ostium of the left atrial appendage. The device was positioned without compression and the disc was protruding into the patients left atrium. The device remains implanted to date and the patient will undergo surgical removal of the migrated left atrial appendage occluder in the near future. The patient was reported to be in stable condition and asymptomatic. No additional information has been provided.